Event description:
It was reported that during a hemorrhoidectomy, the device fired malformed staples. Upon removing the device, after firing, the bottom part of the anastomosis fell apart. Additional sutures were used to complete the anastomosis. There was no patient consequence. There is no additional information available.